Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a (B)(6) year-old male who had been diagnosed with multivessel coronary artery disease one week prior and presented with chest pain. The clinical team made the decision to perform an urgent percutaneous coronary intervention supported by an impella cardiac power (impella cp) device. The impella cp was successfully implanted, and the percutaneous coronary intervention was completed. The patient remained hemodynamically stable throughout the procedure, which was prolonged due to vessel tortuosity and significant calcification. During vascular closure, a perclose device placed as part of a pre-close strategy experienced a suture break. Manual pressure was applied for 20 minutes, after which a femstop device was used to achieve hemostasis. The pump functioned as intended, and no device malfunction was reported.